Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
A revision to left hip was reported. Gamma nail done approximately 9 months ago. Broken gamma nail at proximal portion. Removed and converted to a total hip using trident shell and restoration modular system.